Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported that the touchscreen froze up. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse reported that the touchscreen failed calibration multiple times. The fse replaced the defective touchscreen to address the reported problem. The unit passed the required performance verification test successfully.